Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the tip was blocked by plastic material during the procedure. The product was replaced and procedure completed with no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample was not retained for return from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).